Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to circumstances of the procedure. A review of the lot history record could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was completed using a starclose se device via a 6f sheath after a left superficial femoral artery (sfa) stenting (cross over access) interventional procedure. Reportedly, two days post arteriotomy closure with the starclose se clip, a thrombosis occurred at the puncture site. The patient was treated with arteriotomy (cut down surgery) at the clip level and hemostasis was achieved with surgical sutures. The patient was already hospitalized when this occurred and no additional hospitalization was required. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.